Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The returned unit did not pass proximal continuity testing. The returned unit was sliced at the manifold and it was found that the proximal wire was broken near the proximal electrode due to a tight fit between wire and catheter tip.

Event description:
No conduction on bipolar balloon pacing catheter.